Event description:
It was reported that, "the impactor handle became loose and rotated around the impactor."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.